Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Two complaints of a broken equinoxe t-10 driver were reported to exactech in january 2019. Both incidents involved the same surgeon and had the same reported failure. One of the drivers was returned to exactech and is captured. Based on communications, the t-10 driver being evaluated in this complaint reportedly ¿came back in the fx tray [that was] collected/swapped from hospital and is not be available for evaluation. It was reported that the problem with the driver occurred ¿during screw insertion and not final tightening when a torque limiter was used. Based on this description, it is likely that the torque limiter was not being used when the device fractured. Design-related issues: the design of the equinoxe fracture plate t-10 driver has been in the field since 2010. Exactech is aware of 4 complaint reports involving a broken equinoxe fracture plate driver since 2010. Sales data for equinoxe fracture plates was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of 40 units, which has been in the field since 2016. Therefore; this issue does not appear to be manufacturing related. Most likely cause: the fractured driver reported was likely the result of not using a torque limiter, leading to a torque greater than the yield strength of the material being applied to the driver tip and subsequently ultimate failure. However, this cannot be confirmed because the component was not returned for evaluation. IFU 700-096-181: instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues. The tip of the screwdriver broke off. It was confirmed that there were no pieces left in the patient. No reported patient adverse event. An investigation was conducted: the fractured driver reported was likely the result of not using a torque limiter, leading to a torque greater than the yield strength of the material being applied to the driver tip and subsequently ultimate failure.

Event description:
It was reported from ous that during an orthopedic surgery the surgeon experienced an issue with the screwdriver. On screwing in using the t10 screwdriver the very end of the screwdriver tip broke off. No negative outcome of surgery there was a spare one which we had on the set due to a previous request from the surgeon to have 2 x t-10. The agent met with the surgeon to follow up on the incident. The surgeon feels that by nature of the star shaped screw driver it is weak. He did not put any undue pressure onto the screw driver. The agent stated the problem arose during screw insertion and not final tightening when a torque limiter was used. It predominantly affected the lower head screws (calcar screws) which have to penetrate thicker lateral cortical bone and the very top of the shaft. It was confirmed that there were no pieces left in the patient. No additional information has been provided by the contacts related to this event following multiple attempts.